Manufacturer narrative:
This report was created to cover an additional modular cable exchange. This event was previously reported under manufacturer report numbers 2916596-2026-00580, 2916596-2026-00581, and 2916596-2026-00582. Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files; however, the reported water damage communicated by the customer could not be confirmed. No photos of the modular cable were available for review. The heartmate modular cable (lot number: 10218500) was exchanged following irregular driveline power fault alarms. Submitted log files indicate driveline power fault alarms on (B)(6) 2026 at 23:19:15 and (B)(6) 2026 at 10:03:22. Provided information indicates modular cable lot number 10218500 was exchanged on (B)(6) 2026. An inline connector cleaning was performed on 13jan2026, and the newer modular cable, lot number 11142420, was exchanged. During the cleaning procedure, corrosion was noted on the pump cable connector. After the cleaning no further alarms were reported. The modular cable, lot number 10218500, was not returned for further analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported water damage could not be confirmed; however, the reported water damage can contribute to the driveline power fault alarms. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 10218500) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 entitled ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate 3 instructions for use (IFU) (rev. D) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 warns to "never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. This section also instructs (under subsection "caring for the driveline") the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Heartmate 3 lvas patient handbook (rev. A) section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ in addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline faults. Log files were sent for review. The event log file recorded a driveline power fault associated with a (f4) pwr_a_broken controller fault flag at approximately 23:19:17 on (B)(6) 2026. Motor function was not affected by this event. The modular cable and system controller were exchanged. The modular cable had obvious water damage. After quick inspection of driveline side connection, it was noted to also have water damage. New items were connected and the alarms did not clear. Driveline connection fault also presented itself. The patient was stable. The alarms were cleared. New log files were sent for review for the newly placed controller and modular cable. The 20 alarm silence actions were also performed prior to grabbing log files. The follow up log file for confirmed the driveline power faults following the equipment exchange. The log also contained unusual communication faults. These alarms appeared to self-resolve. It was suspected the patient side connector still had corrosion and required a cleaning. It was also noted the extended silence did not appear to be active. A driveline cleaning was completed on 13jan2026, and a new modular cable was issued. Isopropyl alcohol was used to remove debris from the pump side connector. The driveline power fault was resolved. During the cleaning procedure, corrosion was noted on the pump cable connector.